Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I had reaction to nickel') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: device removed, reporter was added, essure insertion and removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.